Manufacturer narrative:
(B) (4).

Event description:
According to the reporter: procedure: sils cholecystectomy. During use the shaft tore and the tip could not be retracted into the shaft. No broken piece fell into the patient and the device was safely removed from the patient's cavity. No tissue damage was reported.